Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a smiths medical, cadd legacy plus, mdl 6500, was alarming no disposable pump won't run. Per reporter the device also exhibited air in the line. Per reporter residual volume was: 91.5, rate 2.2 ml/hr and 8.55 was given. No adverse patient effects were reported. Per reporter, no additional information is available at this time.